Event description:
It was reported that pump displayed malfunction alarm with code malf 0 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and reset pump with assistance from technical support, and no additional outcome information was reported.